Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who was receiving gablofen [1000mcg/ml] at a rate of 124mcg/day via intrathecal drug delivery pump. The indications for use of the pump were hereditary/familial spastic paraparesis and intractable spasticity. The patient¿s concomitant medications included: alprazolam, adderall, bupropion hcl xl, lexapro, lidocaine, prilocaine, polyethylene glycol 3350, and sennosides. It was reported that the patient had been getting stiffer over the prior year. The daily dose of baclofen had been 115mcg/day in (B)(6) 2013, but it was increased to 124mcg/day in (B)(6) 2016. The patient was scheduled for a pump replacement due to normal battery depletion on (B)(6) 2016. During the surgery, the physician was unable to get a backflow of cerebrospinal fluid from the catheter. When the neurosurgeon exposed the catheter at the spinal segment, it was observed that the catheter was completely severed. The entire catheter was replaced during the pump replacement procedure. It was indicated that the cause of the severed catheter was never determined, and it was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. At the time of report ((B)(6) 2016), there was no patient injury.

Manufacturer narrative:
Analysis of the catheter found the catheter body was broken and that there was a hole or tear caused by the catheter connector pin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.